Event description:
As reported: "I contacted lab director, laboratory of public health. She advised me that a pt was administered a pre-filled heparin syringe by the pt's parents and immediately had symptoms of anaphylactic shock. The syringe apparently had a "fishy" odor. The pt was transported to the local hospital and was admitted because the child was being treated for an on-going infection and the mother was no longer comfortable providing home health care. The lab direcor advised me to contact chemistry, toxicology and blood gases, for add'l info. I contacted dr. In addition to dr, the director of microbiology, medical center, also participated on the call. Dr confirmed the info provided by lab director. She told me that the pt was receiving home care with antibiotic infusions to treat an infection. The heparin syringes are being used to flush the central line. The pt, parents, and nurse all reported that the syringe smelled "fishy". They subsequently opened two add'l syringes and smelled them. These two syringes did not smell fishy and were wasted following the smell test. In addition to 0.5ml of the syringe that smells "fishy", a fourth unopened syringe of the same lot number is in the possession of a pharmacist at the medical center. The MFR of the syringes is vycom apparently located in another city. The family has contacted vycom and informed them of the reaction. The lot number for the "fishy" syringe is 80-051-9d with an expiration date of 08/01/2011. They suspected that the pt may have had a small embolus or endotoxin reaction. They have no intention of testing the product and believe that the hosp would be willing to provide FDA with the product. They advised me to contact the pharmacist for add'l info.